Event description:
It was reported that a clearlink system continu-flo solution set leaked. The issue was further described as, a puddle of fluid was observed on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), h11. B5: the leak was observed from a port (valve) that was not accessed. H11: two (02) devices were received for evaluation. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage under water testing and priming; no defects were observed. A simulated usage test was performed over 24 hours by gravity; a leak was observed at the third y-site clearlink of one (1) sample (sample #1); the second sample (sample #2) met specifications. As per the autopsy of the clearlink for sample #1, a hole at the gland was identified. Water referee back pressure testing was performed on all clearlink valves for sample #2; the device met specifications. The reported condition was verified for sample #1. The cause of the hole at the gland for sample #1 is related to the manufacturing process. The reported condition was not verified for the sample #2. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.